Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 90 units of insulin during the load sequence. Reportedly, customer added additional insulin, and continued to use the same cartirdge for insulin delivery. Customer¿s blood glucose level was 90 mg/dl.